Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support and the patient ambulated and there were impella in aorta alarms. The impella was confirmed to be in the aorta. The patient was already being weaned from the impella and it was removed. The patient survived the event.

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. The cause of the positioning issue was most likely use related per clinical information. D4 model number was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25536.e4 should have been left blank on manufacturer device report 1220648-2025-25536.